Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced.

Event description:
It was reported that during a device change-out surgery unrelated to the lead, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. Lead replacement is planned.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.0cm was returned for analysis. External insulation abrasion was noted at 37.5-37.6cm from the distal tip, caused by the suture sleeve. Externalized conductors due to internal insulation abrasion were noted at 9.5-14.0cm from the distal tip. Internal insulation abrasion was noted at 25.7-26.6cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.